Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 386mg/dl, 232mg/dl, 167mg/dl, 260mg/dl, 202mg/dl. Tests were done less than 10 minutes apart with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.